Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of unspecified baxter set slipped off. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection to the photograph, the onelink extension set was observed separated from the tubing. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.